Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the system error 2240 was use error. There was no reported device malfunction therefore no further investigation will be performed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. Per baxter labeling, users are instructed that clamps on any lines must be closed when temporarily disconnecting from therapy.

Event description:
It was reported that a system error 2240 occurred in drain 1 of 3 of therapy with a homechoice machine and an unknown cassette. The technical service representative (tsr) determined the home patient (hp) used an opticap to disconnect during dwell but didn't press stop (prior to the alarm). The patient reconnected, and was connected at the time of the alarm. The hp received instruction that stop had to be pressed before disconnecting as when the hc advances to drain it will suck in air. The hp was instructed to end therapy, dispose of current supplies attached and start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, however, no injury or medical intervention has been reported.